Event description:
During an uncertain procedure, the probe of the subject device was broken. At that time, the subject device was outside of the pt body. The procedure was completed with a similar device. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp for evaluation. The evaluation confirmed that the probe broke down at 15mm from the distal end. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the probe had contact with something hard, and the probe cracked. After that, the probe broke when the user checked the device outside of the pt body. This report is being submitted as a medical device report in an abundance of caution.